Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was disconnected from the bus. A field service engineer (fse) reseated all the connections to the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Main drawer 5 was not detected on the bus, and an error message stating device not detected on bus was displayed. The customer reported a delay in medication dispensing; however, no patient harm was reported. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.